Manufacturer narrative:
Mc1vr01-delsys .concomitant medical products: yes, return date: (B)(6) 2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 4315 product event summary: the partial of the delivery system was returned, analyzed. Analysis indicated the lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. The analyst noted the delivery system was returned without the device, the tether and the tether pin. The outer shaft is kink/buckled at 9 cm from the distal end of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Mc1vr01-delsys. H3: yes. H6: FDA method code(s): 10. H6: FDA results code(s): 180. H6: FDA conclusion code(s): 4315. Product event summary: the partial of the delivery system was returned, analyzed. Analysis indicated the lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. The analyst noted the delivery system was returned without the device, the tether and the tether pin. The outer shaft is kink/buckled at 9 cm from the distal end of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys, expiration date: 28-oct-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no. Mfg date: 29-jun-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited placement difficulty, movement during contract injection, difficulty to recapture and off centre from the delivery system. The ipg delivery system exhibited placement difficulty and was off centre. The ipg was attempted not used and replaced. The replacement leadless implantable pulse generator (ipg) and delivery system exhibited placement difficulty and the delivery system exhibited a loose tether. The ipg exhibited movement during contract injection. The tether was tightened and the ipg remains in use. No patient complications have been reported as a result of this event.